Manufacturer narrative:
The explanted device is not available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, the surgeon indicated in his operative report, prior to implant of the 27mm aortic valve, periaortic retraction suture were placed, exposing the extremely heavily calcified bicuspid aortic valve. Further comments were made that "this was not completely seated, probably due to some septal hypertrophy in this location, as well as the extensive calcification." Two patient factors were present: congenital bicuspid aortic valve and a heavily calcified annulus which may have contributed to the pvl as reported by the surgeon. No further action will be taken with the available information. No CAPA or additional investigation is required. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through its implant patient registry that a 27mm aortic pericardial valve was explanted at implant. Through follow up with the health care provider, it was learned the 27mm aortic valve was explant after the patient came off bypass due to pvl and was replaced with a 25mm magna ease aortic valve. The operative notes state: periaortic retraction sutures were placed, exposing the extremely heavily calcified bicuspid aortic valve. On echocardiography, there was a large perivalvular leak below the right coronary artery, the aorta was reopened. Upon further review the valve below the right coronary artery was raised, this was not completely seated, probably due to some septal hypertrophy in this location, as well as the extensive calcification. The 27mm valve was explanted, annulus was resized, and a 25mm valve was implanted. The patient tolerated the procedure well and was returned to cv ICU in stable condition without inotropic support. Postoperative tee demonstrated excellent biventricular function with normally functioning bioprosthesis without pvl.